Event description:
Event description guidant received information that the battery status of this pacemaker one month ago was beginning of life and now it is at elective replacement time. The clinician noted that this was approximately the sixth device that exhibited this behavior.